Manufacturer narrative:
The filler was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. There were no similar complaints for this lot of products. This is a known potential adverse event addressed in the product labeling. As with all transcutaneous procedures, soft tissue filler implantation carries a risk of infection. This is typically caused by various bacteria entering through a disrupted skin barrier. Additionally, poor aseptic technique or inadequate post-care, often contribute to this issue. Treatment with antibiotics usually resolves symptoms fully without lasting effects. The product was used off-label in the cheek region. We cannot rule out that this may have contributed to the reported event. (B)(4).

Event description:
An hcp reported injecting 2cc's of evolysse form bilaterally into the midface and cheeks of a female patient on (B)(6) 2026. One (1) day following the injection on (B)(6) 2026, the patient returned to the office experiencing pain and swelling of the right cheek. The hcp prescribed oral antibiotics of doxycycline and keflex. On (B)(6) 2026, the hcp drained the right cheek and collected a culture which came back positive for a staphylococcal infection. The same day the hcp administered an injection of kenalog. On (B)(6) 2026 the hcp administered a second kenalog injection. A small nodule remained which was injected with hylenex on (B)(6) 2026. Then the patient was re-injected with evolysse form on (B)(6) 2026. Procedure preparation: the hcp cleaned the injection area with alcohol, hibiclens, and puracyn.